Manufacturer narrative:
The device was available for evaluation. It was reported, the patient came back to the hospital for anterior surgery (corpectomy and fortify). The routine x-ray of a t11-l3 creo threaded fenestrated construct showed one locking cap completely off the screwhead at t11 (left side) and one loose locking cap at t10 (left side). From the x-ray provided, bone cement was used on all 8 screws. A revision surgery was schedule for (B)(6) 2024. Upon evaluations, two locking caps were returned after the revision surgery, found 1 had an hour glass shape wear that is consistent with locking being achieved and the other had various degrees of wear seen on the bottom. The locking caps that were returned could not be correlated with any screws or levels. The patient having osteoporosis may have contributed to the reported incident, however no conclusions can be made from the evidence collected. Because the surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo fenestrated locking caps that were found loose post operatively. This event occurred in germany.

Event description:
It was reported that a revision was needed to replace creo fenestrated locking caps that were found loose post operatively. This event occurred in germany.

Manufacturer narrative:
The device was unavailable for evaluation as it remains in the patient. It was reported, the patient came back to the hospital for anterior surgery (corpectomy and fortify). The routine x-ray of a t11-l3 creo threaded fenestrated construct showed one locking cap completely off the screwhead at t11 (left side) and one loose locking cap at t10 (left side). A revision surgery is schedule for (B)(6) 2024. From the x-ray, bone cement was used on all 8 screws. Due to the inability to replicate operative conditions, no determinations could be made as to the cause of the reported issue.